Event description:
The dealer states that they just went to deliver the chair and when they dealer was showing the customer how to tilt the chair both cables snapped. Patient did not take the chair. Out of box failure, protocol questions do not apply.